Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ess-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa/ failure to occlude (close) fallopian tube(s)'), device expulsion ('both coils outside of the fallopian tubes /.migration of essure device location of device: uterine cavity; proximal portion of fallopian tube/ right essure coil was partially expelled into the uterine cavity at the time of hysteroscopy'), device dislocation ('essiu-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa /left essure coil was noted to be migrated external to the fallopian tube was reperitonealized on the proximal portion of her left fallopian tube') and genital haemorrhage ('abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Previously administered products included for an unreported indication: implanon, depo provera and pill. Concurrent conditions included fall since (B)(6) 2017, fainting since (B)(6) 2014, anxiety since (B)(6) 2014, anemia since (B)(6) 2014, fracture since (B)(6) 2014, orthopedic procedure since (B)(6) 2014, smear cervix abnormal since (B)(6) 2014, depression since (B)(6) 2012, bipolar disorder since (B)(6)2012, human papilloma virus infection since (B)(6) 2009, cervical dysplasia since (B)(6)2009, fibromyalgia, hypoglycemia, night sweat, pelvic pain female and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), 3 months 3 days after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), rash ("rashes or skin conditions type:rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain: abdominal pain(left side)"), infection ("infection"), anxiety ("anxious"), depression ("depressed") and pelvic pain ("pain"). The patient was treated with surgery (robotic hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, vaginal haemorrhage, rash, nausea, infection, anxiety and depression outcome was unknown, the menorrhagia, hypersensitivity and dysmenorrhoea was resolving and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, hypersensitivity, infection, menorrhagia, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2011,the plaintiff underwent laparoscopic bilateral tubal fulguration. Insertion details:two coils were noted on both sides at the end of the procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: both coils outside of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding and pain. Outcome for pain was recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ess-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa'), device expulsion ('both coils outside of the fallopian tubes /.migration of essure device location of device: uterine cavity; proximal portion of fallopian tube/ right essure coil was partially expelled into the uterine cavity at the time of hysteroscopy') and device dislocation ('essiu-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa /left essure coil was noted to be migrated external to the fallopian tube was reperitonealized on the proximal portion of her left fallopian tube') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy. Previously administered products included for an unreported indication: implanon, depo provera and pill. Concurrent conditions included fall since (B)(6) 2017, fainting since (B)(6) 2014, anxiety since (B)(6) 2014, anemia since (B)(6) 2014, fracture since (B)(6) 2014, orthopedic procedure since (B)(6) 2014, smear cervix abnormal since (B)(6) 2014, depression since (B)(6) 2012, bipolar disorder since (B)(6) 2012, human papilloma virus infection since (B)(6) 2009, cervical dysplasia since (B)(6) 2009, fibromyalgia, hypoglycemia, night sweat, pelvic pain female and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) "), rash ("rashes or skin conditions type:rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain: abdominal pain(left side)"), infection ("infection"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she required to undergo a robotic hysterectomy and she was required to undergo a robotic hysterectomy on 23-mar-2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation, vaginal haemorrhage, rash, nausea, infection, anxiety and depression outcome was unknown, the menorrhagia, hypersensitivity and dysmenorrhoea was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, hypersensitivity, infection, menorrhagia, nausea, rash and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2011,the plaintiff underwent laparoscopic bilateral tubal fulguration. Insertion details:two coils were noted on both sides at the end of the procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: both coils outside of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Case become medically confirmed. New reporters was added. Patient demographics were added. Date of insertion and date of removal was added. Added event abnormal bleeding (vaginal, menorrhagia), rashes, nausea, dysmenorrhea (cramping), abdominal pain, she did undergo the essure confirmation test. Event updated from¿ device dislocation¿ to ¿device expulsion¿ (migration of essure device location of device: uterine cavity; proximal portion of fallopian tube). Medical history, historical drug, concomitant conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ess-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa"), the first episode of device dislocation ("both coils outside of the fallopian tubes") and the second episode of device dislocation ("essure coils were visualized adherent to the upper edge of the uterus and covered with the serosa") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she required to undergo a robotic hysterectomy), surgery (she was required to undergo a robotic hysterectomy on (B)(6) 2018) and surgery (she required to undergo a robotic hysterectomy). Essure was removed. At the time of the report, the embedded device, the last episode of device dislocation, pelvic pain, dysmenorrhoea, infection, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, infection, menorrhagia, pelvic pain, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: on or about (B)(6) 2011, the plaintiff underwent laparoscopic bilateral tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both coils outside of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("ess-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa"), device dislocation ("both coils outside of the fallopian tubes") and device expulsion ("ess-e coils were visualized adherent to the upper edge of the uterus and covered with the serosa") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she was required to undergo a robotic hysterectomy on (B)(6) 2018). At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, dysmenorrhoea, infection, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, infection, menorrhagia and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2011,the plaintiff underwent laparoscopic bilateral tubal fulguration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both coils outside of the fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.